Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasmart meter had read inaccurately high. The patient tests his blood glucose 4-6 times a day. He tests before meals and at bedtime. He takes sliding-scale 70/30 insulin based on his meter readings. The patient indicated that the alleged meter issue started on an unspecified date/time the week before he called lfs on the same day. The patient reported a meter result of "194 mg/dl" before lunchtime. His normal meter readings around lunchtime are around "120 mg/dl." He could not recall what meter reading he got before breakfast that day. Based on the "194 mg/dl" result, the patient took 10 units of sliding-scale 70/30 insulin and then ate lunch. An unspecified time later that same afternoon, the patient reportedly developed symptoms of feeling shaky, jittery, and hungry. He tested his blood glucose at that point and got a result of "40-50 mg/dl." The patient administered self-care by eating food which relieved his symptoms. The next day after the event, the patient visited his doctor. His blood glucose was checked in the doctor's office using a doctor's meter and a result of "151 mg/dl" was obtained. The patient denied receiving medical treatment. It was originally documented by the one touch customer advocate (otca) that he took a decreased dose of insulin because of the alleged issue. However, when the medical affairs specialist (mas) spoke to the patient the following month, he denied ever taking a decreased dose of insulin because of the alleged meter issue. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient alleged that he took too much insulin based on the alleged inaccurate high meter result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.